Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The patient's mother reported her daughter's blood glucose measured at 30.0 mmol/l (540 mg/dl). The adhesive pad was wet and she could smell insulin leaking. She decided to take her to the emergency room and upon arrival there was no treatment provided. She did not provide any further information regarding the ER visit.